Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture/release to warehouse date: aug 7, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure on (B)(6) 2016 to treat a left proximal tibia fracture, expired norian product was implanted in the patient. During the procedure the patient was implanted with a variable angle proximal tibia plate, eight screws and norian filler. It was reported that after the norian was implanted, it was noted by the operating room staff that the product had an expiration date of september 28, 2016. The surgeon was made aware of the issue prior to the completion of the surgery and no further action was taken. The surgery was completed successfully and the patient was reported as stable. Of note, it was reported that the surgeon did not originally plan to use norian. However, there was a 25 minute delay in the surgery while the hospital was attempting to locate a competitor's product containing cancellous chips. The product was unable to be obtained and therefore, the surgeon chose to use norian instead. This report is 1 of 1 for (B)(4).